Manufacturer narrative:
The complaint received states that during a coil embolization procedure the select plus microcatheter was obstructed and kinked in the patient and the enterprise vrd system delivery wire was impeded in microcatheter and the stent had premature deployment in the microcatheter. There are no patient or target lesion details available to date. The information received indicated that during a coil embolization procedure, an enterprise system ((B)(4)) was advanced via the select plus 150/5 cm microcatheter, but it stop advancing through the microcatheter. Both products the enterprise system and microcatheter, were removed as a unit from the patient. After removal, the microcatheter was kinked in the middle and the stent remained in the hub. All the products were prep per labeling instructions. There was no report of injury for the patient. A non-sterile prowler select plus was received with an enterprise stent for analysis, both inside of a plastic bag. The stent was received partially deployed inside of the microcatheter hub. The microcatheter presented two compressed/flat sections at 40.9cm and 41.8cm from distal end. No other visual anomaly was noted on the received units. The ID from the microcatheter was measured and was found within specification. A functional test could not be performed due to the conditions of the received product. (Compressed/flat sections and residues of dry blood found inside of the microcatheter.) A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures as "catheter- obstructed" and "catheter - kinked" were confirmed during the analysis. The obstruction experienced by the costumer was due to the compressed/flat sections found on the device as well as the residues of dry blood found inside of it. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. The complaint of delivery wire impeded in microcatheter could not be confirmed on analysis as the product component was not returned for analysis. The complaints of microcatheter impeded and kinked as well as stent premature deployment were confirmed on analysis; however, these failures were unrelated to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. No corrective action is required at this time. Review of the limited information suggests that procedural and handling issues may have contributed to the reported and confirmed failures. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00242 and 1058196-2011-00243.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00242. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The initial information indicated that the enterprise pre-deployed in the hub and the microcatheter was kinked. However, additional information indicated that during a coil embolization procedure, an enterprise system (enf452812) was advanced via the select plus 150/5 cm microcatheter, but it stopped advancing through the microcatheter. Both products the enterprise system and microcatheter, were removed as a unit from the patient. After removal, the microcatheter was kinked in the middle and the stent remained in the hub. All the products were prepped per labeling instructions. No further information was available.